Event description:
A malfunction involving a zippie voyage stroller was reported to sunrise medical on (B)(6) 2013. It was reported that the latches that hold the seat frame to the base had snapped causing the end user to fall out of the stroller. There were no injuries reported due to this malfunction.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.